Event description:
Balloon microcatheter being used to deliver onyx for embolization. Microcatheter malfunctioned while beginning to administer onyx. Md was no longer able to push onyx through balloon microcatheter. Balloon microcatheter removed without issue and different microcatheter inserted to complete embolization.